Event description:
While this nurse was using a vanish point syringe with retractable needle for injection of gardasil, the following incident occurred: when needle was injected into the client's arm and the plunger was pushed to administer the vaccine, the vaccine fluid leaked out of the syringe, around the base of the needle and ran down the client's arm. Due to client not receiving any of the first dose of the vaccine, client had to receive a second shot in order to receive the vaccine. This experience proved traumatic to the adolescent client. This nurse recalls not feeling the usual resistance of the plunger, that normally occurs, upon giving an injection.